Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
After (B)(6) 2011, a shock was delivered due to oversensing. Several other shocks were aborted. The lead was capped.